Event description:
During routine testing of the device at the service center, the service technician reported the 12 volt battery did not function as expected. The battery was charged overnight, but failed to power the monitor. The monitor was originally returned for repair of an arterial standard reference sensor failure when the battery failure was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.